Manufacturer narrative:
Review of the CT images provided failed to confirm the reported "buckling" of the device, although there was some evidence that the stent was incompletely expanded. Given that no central or paravalvular leak were identified, that the patient was asymptomatic, and that the patient's gradient decreased over time, it is not certain that device dysfunction has occurred. However, the value of the gradient at follow up was not reported.

Event description:
A perceval pvs25 was implanted and post-operative imaging showed a mean peak gradient of 10 mmhg. 9 days post-operatively the patient presented with a mpg of 29 mmhg, but was reportedly asymptomatic. It was reported that CT showed an apparent buckling of the inflow portion of the perceval valve; however, no paravalvular leak or central regurgitation were identified. At the time the event was reported, the physician had planned to perform another tee in one month, and to monitor the patient. Follow-up tee revealed that the patient's gradient had decreased. There were no plans for re-operation at the time of follow-up.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(4), and nitinol stent component, as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval/ solo smart heart valve at the time of manufacture and release. Based on the review of the manufacturing records performed, no manufacturing deficiencies were identified. Review of the CT images received did not confirm the buckling of the device, and given that the patient's gradients were reduced one month after the reported event, the occurrence of device dysfunction has not been confirmed. Nevertheless, the CT images from the time of the event suggested the possible incomplete expansion to the device, which may be attributable to over-sizing; however, this cannot be confirmed because the device remains implanted and no further investigation is possible. Type of reportable event was updated to "serious injury" from "malfunction", because device malfunction was not confirmed.

Manufacturer narrative:
Device not explanted.

Event description:
A perceval pvs25 was implanted and post-operative imaging showed a mean peak gradient of 10 mmhg. 9 days post-operatively the patient presented with a mpg of 29 mmhg. It was reported that CT showed an apparent buckling of the inflow portion of the perceval valve. However, no paravalvular leak or central regurgitation were identified. At the time the event was reported, the physician had planned to perform another tee in one month, and to monitor the patient.